Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac perforation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath and dilator would not stay locked in the expected position, so the tech was holding it in place. During insertion of the sheath, the physician noticed that the wire looped back and the sheath was not in the trajectory of the vein. It was visualized that a perforation occurred, the patient blood pressure and heart rate remained stable. A vascular surgery was called to solve the issue. The patient was kept in the intensive care unit for further observation, and it's expected to fully recover. The patient is still in the ICU and developed a deep vein thrombosis (dvt) at the groin where the device was inserted. Blood thinners are being given to treat the issue. Vascular surgery was used to monitor the perforation. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac perforation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath and dilator would not stay locked in the expected position, so the tech was holding it in place. During insertion of the sheath, the physician noticed that the wire looped back and the sheath was not in the trajectory of the vein. It was visualized that a perforation occurred, the patient blood pressure and heart rate remained stable. A vascular surgery was called to solve the issue. The patient was kept in the intensive care unit for further observation, and it's expected to fully recover. The patient is still in the ICU and developed a deep vein thrombosis (dvt) at the groin where the device was inserted. Blood thinners are being given to treat the issue. Vascular surgery was used to monitor the perforation. The device is not expected to return for analysis.